Event description:
It was reported that the ilet user experienced two hypoglycemic episodes, initially treating a low of 67 mg/dl with excess carbohydrates that led to hyperglycemia up to 196 mg/dl, then meal announcing to correct, followed by another drift to 69¿70 mg/dl that was treated with glucose tablets and juice; the highest subsequent glucose reported was 280 mg/dl. Symptoms included hypoglycemia, hyperglycemia, dizziness, nausea, blurred vision, malaise, and confusion. Outcomes included a minor injury of hypoglycemia and unexpected medical intervention with medication in the form of fast-acting carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem identified as overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.